Event description:
It was reported that the insulin had physical damaged on the display screen and during priming there was no bolus. Customer's blood glucose was high, no reading provided. Customer stated treated for high blood glucose. Unable to troubleshoot due to rewind loop and display screen was unreadable. Customer declined to troubleshoot for high blood glucose. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had a chemical burn and minor scratches on the display window, cracked reservoir tube lip, scratched case and scratched reservoir tube window. The insulin pump passed the rewind, displacement, basic occlusion, occlusion, prime and no delivery alarm tests. No rewind anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).